Manufacturer narrative:
(B)(4)

Event description:
While deploying the first anchor, the second anchor also came out from the slot while pushing the knob inside. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.

Manufacturer narrative:
The device is in poor condition and disfigured. T1, t2 and suture were not returned for the device. It is used and soiled.device has a delivery needle that has been bent virtually flat and slightly twisted. This device does cycle and advance despite the damage. This is still representative of difficulty and device manipulation during attempts to reach desired position.no root cause can be confirmed with regards to the manufacturing of the device.